Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the reasons for return were neovascularization and moderate edema. Report stated, "after trying lens pt came in with redness, pain, mild neo temporal, and moderate edema in the right eye." Ecp described the treatment as well: "muro 128 and steroid drop...refit to duette." On (B)(6) 2014, (B)(4) of synergeyes contacted "(B)(6)" at (B)(6) and the following info was obtained: pt. General med history is keratoplasty corneal transplant. Pt had been wearing synergeyes a lens and developed corneal neovascularization (penetrating keratoplasty) which doctor believes is due to lens. Ecp switched to ks lens; did not work. Switched to duette lens; neovascularization resolved and pt is ok now. No medication or other med attention was needed to resolve the neovascularization.

Manufacturer narrative:
During the investigation, the following info was obtained; base curve was obtained: base curve was measured by radius scope and power was measured by lensometer. Both bc and power were found to be within specifications. No obvious defects were noted on surface. No correlation was found between the alleged injury and the device history report. A note from (B)(4): "neovascularization is a common sequelae to corneal transplant and a synergeyes a lens is not indicated for such use. Nonetheless, the doctor believes the condition was caused by the off-label use of the synergeyes a lens. Synergeyes disagrees with this conclusion since this finding would normally be considered indicative of the need to discontinue wear of the contact lens and not a frank injury. However, since the doctor believes this is a lens-related injury, file MDR.